Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 6 (cat6). During the procedure, the hospital technologist bent an indigo system aspiration catheter 6 (cat6) while attempting to advance it into a non-penumbra sheath; therefore, it was removed. The procedure was completed using a new cat6 and the same sheath. There was no report of an adverse effect to the patient.